Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high/low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when her glucose was low and as a result, she experienced unspecified symptoms of hypoglycemia and was found ¿lying on the street¿. The customer further reported being unable to self-treat and received unspecified third-party treatment. The details of the treatment were not provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high/low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when her glucose was low and as a result, she experienced unspecified symptoms of hypoglycemia and was found ¿lying on the street¿. The customer further reported being unable to self-treat and received unspecified third-party treatment. The details of the treatment were not provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.